Manufacturer narrative:
Please see mrn 9617229-2023-06511 for reportable events.

Event description:
It has been identified that this record is a duplicate of mrn 9617229-2023-06511.

Manufacturer narrative:
H.6. F1901. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported capsulotomy. Healthcare professional later reported a left side capsular contracture, baker grade IV. Device has been explanted.